Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 130 mg/dl at the time of incident. The customer's blood glucose was 100 mg/dl and sensor glucose was 55 mg/dl when it triggered threshold suspend. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The customer stated that the alarm did not occur after performing a find lost sensor. The customer was advised to remove and change out the sensor due to the change sensor alarm. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.